Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a downstream occlusion alarm. There was patient involvement and no harm.

Manufacturer narrative:
D4 - primary UDI number and h4 - device MFR date: correction. D9: date returned to mfg.: 4/29/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had a downstream occlusion (e51242)¿ could not be confirmed and the root cause was unknown. Downstream occlusion occurs at 13 psi during occlusion test; 13 psi falls between specification of 9-27 psi. The device event log/alarm history did have an instance of downstream occlusion alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.